Event description:
It was reported that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced successfully. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).